Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted v-go user. Client reports he has type 1 diabetes, using the v-go 20 with humalog insulin. He has been using the v-go for about 7 years. Client contacted customer service to inquire if the company has any plans to develop a product that provides less insulin then the v-go 20. He has been experiencing low blood sugars at night. His healthcare provider (hcp) has suggested he change to the omnipod in order to better regulate his insulin and prevent low blood sugar readings. He likes the v-go device. He reports using a continuous glucose monitor (cgm) and receives alerts at night indicating low blood sugars 70, 60, 50 and the lowest as 40. Specific details regarding dates and times or number of occurrences of the low blood sugar readings were not shared. He does not count carbohydrate servings or grams. Meals and carbohydrate intake vary on a daily basis. The number of bolus clicks at meals and snacks also vary. To prevent low blood sugars at night he has added a snack. Low blood sugar readings are treated with carbohydrate and return to normal. Reviewed amount of insulin the v-go 20 provides. Advise client to follow up with his hcp to review insulin management and develop a plan to prevent low blood sugar readings. Client denies any mechanical/operational issues with the v-go device. A blood sugar reading 50-70 is considered low but not serious. Client's reported low readings were treated with food and corrected. A blood sugar reading 40 can be considered serious. Client reports he is very aware of this information. He uses a cgm to monitor his blood glucose and has alarms set to treat low blood sugar readings and prevent serious low blood glucose reading - 40. Suspect clients reported low blood sugar readings are related to receiving more than needed insulin to manage his diabetes, with inconsistent meals, and carbohydrate intake. It is unlikely the v-go device caused the reported low blood sugar readings.

Event description:
The patient reported that he had a surgery and changed his eating habits as a result. The patient reported that the v-go is giving him too much insulin overnight at the standard dispense rate which causes hypoglycemia. It was reported that no device is available for return to the manufacturer for evaluation.